Event description:
It was reported the subject device had scope communication error code e216. The issue occurred during a diagnostic colonoscopy procedure (during sedation- device inside the patient) which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope malfunction err) occurs, and no image. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to shortcut of circuit board unit, e218 (scope malfunction error) occurs. (Image shows 216), leading to no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.